Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284vrc ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented after receiving an inappropriate shock. It was further determined that the right ventricular (rv) lead experienced t-wave oversensing (twos) and noise was detected on the can to coil electrogram. The rv lead currently remains in use. No further patient complications have been reported as a result of this event.